Manufacturer narrative:
Device not returned.

Event description:
It was reported that during coil embolization of a big aneurysm, the subject coil detached prematurely and a very tiny filament was observed. The physician was not able to advance the microcatheter; therefore, the coil was retrieved with the microcatheter. The filament was left inside the patient¿s artery. No other patient consequences reported. No other additional information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In the case of this complaint, it is possible that the coil was detached during reposition and some fragments break from the coil due to some procedural factors encountered during use which were left inside the patient, this however cannot be conclusively determined. An assignable cause of undeterminable was assigned to the as reported issues, 'nv- main coil prematurely detached/separated inside patient, 'nv - coil broken/fractured ', and ' un-retrieved device fragments '.

Event description:
It was reported that during coil embolization of a big aneurysm, the subject coil detached prematurely and a very tiny filament was observed. The physician was not able to advance the microcatheter; therefore, the coil was retrieved with the microcatheter. The filament was left inside the patient¿s artery. No other patient consequences reported. No other additional information was provided.